Event description:
It was reported, the patient had an infection. It was noted that there were no alleged product issues and the entire system was explanted. Additional information received reported that cultures were taken prior to and during surgery. It was noted, the cultures showed the patient had a staph infection. The reporter stated that when the healthcare professional opened up the patient, they stated that it looked infected at the battery site. It was noted the patient was doing well.

Manufacturer narrative:
Product ID 39565-65 lot# serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 37754 lot# serial# (B)(4); product type recharger product ID 37746 lot# serial# (B)(4); product type programmer, patient. (B)(4).